Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump alarmed off no power and then the insulin pump experienced a blank display after replacing the batteries. The customer's blood glucose was 280 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was neither dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged or corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.